Manufacturer narrative:
An evaluation is in process. A follow-up will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the u.s., list number 1l82.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, a review of labeling, and a device history review. A review of complaint tickets determined that this is the only complaint for lot 21134lf00. A review of the manufacturing and testing of this lot was also performed and no issues were identified. There was no return material available to test, so specificity testing was performed using a retained sample of architect anti-(B)(6) reagent 7c18-30 lot 21134lf00. The reagent met all validity and acceptance criteria demonstrating that it was performing acceptably. A review of the architect anti-(B)(6) reagent package insert states that if the anti-(B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The customer stated they believed the discrepant results were due to sample specific issues as the control results were fine, and all other samples were unaffected. The specimen collection and preparation for analysis section of the package insert section gives several reasons for erroneous / elevated results, for example specimens from heparinized patients, specimen centrifugation before complete clot formation and particulate matter such as fibrin and/or red blood cells in samples. Based on the evaluation it has been determined that architect anti-(B)(6) reagent, list 7c18-30, lot 21134lf00 is performing acceptably and no deficiency was identified. The customer suspects the discrepant results were due to sample specific issues, therefore this information does not reasonably suggest that a device malfunction has caused the patient results issue and suggests that the device is performing as intended.

Event description:
The customer stated that the architect analyzer generated a (B)(6) result on patient ((B)(6)) on (B)(6) 2013. (B)(6). The patient was redrawn 2 months later and the (B)(6) result was (B)(6). Previous result on this patient from one year ago was also (B)(6). This patient is laboratory staff having their yearly physical. Patient has not had the (B)(6) vaccine. There was no additional patient information provided.